Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of the distal portion of the emerge balloon catheter. The proximal portion (hypotube) and the hub were not returned for analysis. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that there was a separation at the midshaft bond. The separated end of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. The exit notch was torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mmx15mm emerge balloon catheter was advanced and predilation was performed four times. After a stent was deployed, post dilation was performed three times at 16 atmospheres on each inflation, and the balloon was then deflated. As the device was attempted to be removed, the balloon marker was not pulled. It was then noted that the shaft was detached. The detached shaft was inside the guiding catheter. Another balloon catheter was inserted into the guiding catheter utilizing anchor technique for removal and the whole system was then removed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.